Event description:
It was reported that the customer's insulin pump was cracked at the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with loose/flush drive support disk. Unit had cracked case at display window corners, reservoir tube, battery tube threads, scratched display window and broken battery cap.